Event description:
As reported by our (B)(6) affiliate, a 29mm sapien xt valve embolized into the ventricle and was surgically removed. A trifecta surgical valve was successfully implanted. Prior to the ta tavr, the patient presented with regurgitation from a failed surgical valve. During the tavr, the sapien xt was positioned and deployed 70:30 within the existing surgical aortic valve. Immediately post deployment, the valve appeared mobile under fluoroscopy and confirmed on echocardiogram. Post dilation was performed with 2cc additional volume, resulting in brief stabilization of the valve. A second valve was prepared with 3cc extra volume added. The delivery system (ds) and valve were advanced into the sheath. While determining positioning for the second valve, the first valve embolized into the ventricle. The sheath and second system were removed while maintaining the wire position to keep the valve from flipping. The patient was placed on bypass and the procedure was converted to open surgery. The sapien xt valve was explanted and a surgical valve was implanted. At the time of this report, the patient was doing very well. A surgical sizer related to the trifecta valve was used once the chest was open and the sapien xt valve was removed from the ventricle to observe how the valve and the sizer interacted in the freestyle valve. The free movement of both the sizer and the valve indicated that the 29mm sapien xt was too small for the freestyle. In addition, the surgeon thought the existing surgical valve was torn or had a sewing ring rupture, preventing the sapien xt valve from anchoring to the surgical valve. Pre-tavr procedure, the patient¿s annulus measured 26mm x 27mm by echocardiogram.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (valve undersizing and possible torn/ruptured aortic ring) prevented anchoring of the thv in the surgical valve. The embolized valve was explanted and replaced with a new surgical valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.